Event description:
The account alleges that the device has no power or function, resulting in a loss of head up.

Manufacturer narrative:
The tech replaced the power control module, the motor controller, and the power assist control module, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.